Event description:
On (B) (6) 2008, the patient reported that "please remove the cartridge" was flashing on the display of her infusion device. She stated that she was attempting to change the insulin cartridge and the plunger became stuck to the piston rod, and insulin spilled into the cartridge compartment. She was able to remove the plunger from the piston rod and she stated that insulin "poured" out of the cartridge compartment. No physiological effects were reported. She stated that she would switch to injection therapy. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.